Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon evaluation, the belt receptacle was pulled from the case, damaging internal wires. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause for the disruption in communication is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle while a belt was attached. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was displaying code 204.